Event description:
This 34 year old female with cystic fibrosis admitted for exacerbation of her pneumonia. During her hospitalization, her previously placed mediport catheter became non-functional. Attempts to open this by radiology were unsuccessful. Mediport catheter removal from left subclavian vein, replacement of new mediport catheter in right subclavian vein. The pt tolerated the procedure well. There were no complications.